Event description:
Additional information received reported that the culture taken at the device pocket site confirmed an infection was present; light growth, one colony of staphylococcus.

Manufacturer narrative:
Product ID neu_unknown_ext lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type extension; product ID 7482a51, lot#, serial# (B)(4), implanted: explanted: product type extension; product ID 7426, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type implantable neurostimulator; product ID 64001, lot# n259642, serial#, implanted: explanted: product type adapter; product ID 3389s-40, lot# v374172, serial#, implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID 3550-29, lot# unknown, product type accessory.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead, model # 3389s-40, found that the lead was broken within 10cm of the connector area. Analysis of the device, model # 37601, serial # (B)(4), found that the device was functionally okay, no significant anomalies. Analysis of the extension, model #742a51, serial # (B)(4), found the product to be segmented, no significant anomaly. Analysis of the adaptor, model # 64001 1x4, found no anomaly. Analysis of the accessory kit, model # 3550-29, found no anomaly.

Event description:
It was reported there were high impedances. Electrodes 0-3 had impedances of 1379, 5834, 6451, and 17240 ohms respectively. An infection was reported and a culture was taken from the device pocket. The extension and lead connection were eroding through the skin. Therapy results were reported as less than expected. The patient had some shocking and intermittent frequency. The lead appeared to have a discoloration and one spot that looks like 'spirals disoriented.' There was fluid from the lead extension connection. At the time of surgery, the boot was exposed outside of the skin. All components were removed, and a CT scan was performed.